Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive was peeling off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (cut wire) was confirmed. It was observed the forceps wire was cut due to external factors. In addition to peeled adhesive, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The screw inside the control section was loose, there was dirt on the control section that was difficult to remove, the adhesive on the bending section cover was chipped, the suction cylinder was scraped, and the forceps plug cap was scraped off. Scratches were observed on the insertion tube, the control section, the tip cover, the switch button #1, the switch box, the up/down knob, the right/left knob, the right left angle fixing knob, the insertion part corrugated tube protector, the control section cover, the grip, the universal cord, the protector of the universal cord on the control section side, the scope connector side of the universal cord, and the scope connector due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the wire of the subject device was cut. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.